Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 320 mg/dl. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump had no up button response due to flattened express bolus, act, up and down button dome switches. No cosmetic damage was noted.